Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. It was stated that this lv lead was dislodged just after the implant as per the physician. Further information was obtained indicating that it was opted not to revise the lead at that time. Recently, dislodgement was confirmed through fluoroscopy in which it was noted that the lv lead was all the way back near the atrium that there was no capture noted. Thus, this lv lead was explanted. No additional adverse patient effects were reported.